Manufacturer narrative:
The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Confirmed the q5 of pm pmca, u33 of mc pcba and the cable between the flow sensor and da pcba were burnt.

Event description:
The customer reported hearing an explosive sound and then a burning smell. The unit would not power on afterwards. An error message was present at the ¿center¿ of the screen, however the customer could not remember what it was. The exterior was checked and nothing was found changed. The customer reported that the abnormal smelled a little like a battery. The patient had their tube removed and when the ventilator went inoperative they had an oxygen masked placed and was put on a new v60.